Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead body and electrode tip was performed and found no anomalies and revealed no abnormalities, except for dried body fluid in the helix housing, which is normal for active fixation leads and insulation damage at the suture sleeve tie down site that is more likely explant related damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a hospital visit about a month and half after implant procedure, this right ventricular (rv) lead was exhibiting signs of loss of capture (loc) due to perforation. The lead tests performed showed no capture on this rv lead and CT scan imaging showed the lead had perforated the heart wall. The physician decided to explant this rv lead and replace it with a new lead. The device is expected to return. No additional adverse events were reported.

Event description:
It was reported that during a hospital visit about a month and half after implant procedure, this right ventricular (rv) lead was exhibiting signs of loss of capture (loc) due to perforation. The lead tests performed showed no capture on this rv lead and CT scan imaging showed the lead had perforated the heart wall. The physician decided to explant this rv lead and replace it with a new lead. The device is expected to return. No additional adverse events were reported.